Event description:
It was reported the patient failed to recharge her ipg for several months. As a result, the ipg is no longer able to communicate with external devices and the patient programmer displayed an error message. Subsequently, the ipg was found to be inoperable. Surgical intervention was undertaken, explanting and replacing the ipg. Effective therapy was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.